Manufacturer narrative:
Device evaluated by MFR: the angiojet zelante was returned for analysis. Inspection of the device revealed the device was stuck inside an 8 fr introducer sheath kinked with the outer shaft detached/separated. There were also multiple shaft kinks. Inspection of the device revealed a shaft separation located at 12 cm from the tip with the device stuck inside the introducer sheath along with multiple shaft kinks.

Event description:
It was reported that the catheter was broke. A zelantedvt clothunter was selected for use in deep vein thrombectomy procedure. The device was successfully primed. However, when the device was inserted into the sheath and attempted to be placed at the lesion, it broke inside the sheath, preventing its use. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the catheter was broke. A zelantedvt clothunter was selected for use in deep vein thrombectomy procedure. The device was successfully primed. However, when the device was inserted into the sheath and attempted to be placed at the lesion, it broke inside the sheath, preventing its use. The procedure was completed with another of the same device. No patient complications were reported.